Event description:
There appears to be intermittent noise and additional deflections without a clear physiological cause on the atrial channel of the periodic iegm transmitted to home monitoring on (B)(6) 2022. Lead evaluation recommended. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.